Event description:
It was reported, taht the pt had heard noise and distorted sound over the past month, since 2004, no sound was heard from the following month. Testing confirmed that the device had malfunctioned.